Manufacturer narrative:
Device was not returned; a photograph of the reported incident was returned for evaluation. The picture has shown that the lavel information, including the article, lot number, manufacturing and expiry dates are missing on two products. This confirms the reported customer complaint. It has also been confirmed that this is not a system failure, but rather an operator error during production.

Event description:
Information was received that smiths medical deltec logicath conventional central venous catheter is missing the primary label. This was noted during incoming inspection at the warehouse. No further information provided.